Event description:
It was reported that pump battery would not charge and displayed power source alert when caller attempted to use existing tandem charging cable and wall adapter, and pump did not begin charging after remaining connected to working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by using non-tandem wall adapter and charging cable, received explanation that third-party charging supplies were not recommended except for troubleshooting, acknowledged this guidance, and was provided replacement tandem wall adapter and charging cable to be delivered by two-day shipping.